Event description:
It was reported that, at final implantation of the pt's implantable neurostimulator, all of the impedance readings were normal except for electrode 15, on one of the leads, which showed high impedances. No pt symptoms or injury were reported. The pt rec'd good stimulation. See also MFR report # 3007566237201106023 for info related to the neurostimulator initially implanted during the same procedure.

Manufacturer narrative:
(B)(4).